Manufacturer narrative:
The reported event was unknown death. The device exceeded the projected longevity based on nominal settings. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.